Manufacturer narrative:
Outcome: not recovered/not resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events (betamethasone and lidocaine administered as treatment). No further information was provided.

Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a non-healthcare professional. This case is cross referenced with case (B)(4) (cluster). This case involves a (B)(6) years old male patient who developed left knee pain, left knee swelling and left knee effusion while receiving treatment with synvisc. The patient's medical history , past drugs, concomitant medications or concurrent conditions were not reported. On 15(B)(6) 2014, the patient initiated treatment with synvisc injection at a dose of 2 ml, once a week for three weeks (route: unk, batch/lot number: (B)(4) and expiry date: 30-apr-2016) in his left knee for osteoarthritis of knee (ICD-9 code diagnosis of 715.96). On (B)(6) 2014, the patient developed left knee pain and swelling. On (B)(6) 2014, the patient came in for his third injection of synvisc in his left knee. The physician's left knee, following which physician administered the third injection of synvisc. The physician also injected lcc betamethasone (celestone) and 1 cc lidocaine into the left knee as treatment for the patient's symptoms. On (B)(6) 2014, the patient was seen by the physician and was still experiencing swelling and pain in the left knee. The physician again aspirated 15 cc of fluid from the patient's left knee and injected 2 cc betamethasone and 8 cc lidocaine in the left knee as treatment for his symptoms.